Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noisy signals that were oversensed and resulted in pacing inhibition. The lead safety switch (lss) for the rv lead had been activated for out of range impedance measurements, but the impedance values were not reported. The pacing inhibition was longer than 2 seconds which resulted in asystole. The patient had symptoms of lethargy and difficulties waking up. Technical services (ts) discussed the stored episodes and troubleshooting options. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited noisy signals that were oversensed and resulted in pacing inhibition. The lead safety switch (lss) for the rv lead had been activated for out-of-range impedance measurements, but the impedance values were not reported. The pacing inhibition was longer than 2 seconds which resulted in asystole. The patient had symptoms of lethargy and difficulties waking up. Technical services (ts) discussed the stored episodes and troubleshooting options. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received from the field indicates there were no impedance measurements out of range, with the device programmed to unipolar to ensure capture.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited noisy signals that were oversensed and resulted in pacing inhibition. The lead safety switch (lss) for the rv lead had been activated for out of range impedance measurements, but the impedance values were not reported. The pacing inhibition was longer than 2 seconds which resulted in asystole. The patient had symptoms of lethargy and difficulties waking up. Technical services (ts) discussed the stored episodes and troubleshooting options. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received from the field indicates there were no impedance measurements out of range, with the device programmed to unipolar to ensure capture. The device has been received for analysis. No information for the explant procedure has been provided. The device has been analyzed.